Event description:
As reported by the edwards field clinical specialist, during a transeptal transcatheter aortic valve replacement (tavr) procedure, the 26mm sapien valve was implanted too aortic (70:30) resulting in moderate paravalvular leak (pvl). A second valve was implanted in order to mitigate the pvl. No pvl was noted after the second valve was deployed and the patient was in stable condition post procedure. Per report, access was obtained via right venous system using a 26 fr ascendra introducer sheath. Septostomy was performed using 14 x 20 foxcross balloon. The 26mm sapien valve was on a 25 x 4 zmed balloon. The valve was delivered during rapid ventricular pacing. Angiogram showed the valve placement to be 70:30 aortic. The decision was made to use a second 26 mm sapien valve placed slightly lower. The second 26 mm sapien valve was delivered using a 25 x 4 zmed balloon. The second valve was placed approximately 1/3 lower than the initial valve with resulting trace paravalvular leak. The 26 fr ascendra introducer sheath was removed and the site percutaneously closed. The patient left the room in stable condition. Per additional information received for the edwards field clinical specialist the transeptal approach was decided by the physician due to the patient being inoperable. This event was attributed to the valve moving aortic during deployment. During this case, image intensifier angle (iia) and coaxial alignment of the delivery system and the valve was described as good. Ventilation was held and there was no loss of pacing capture during valve deployment. There was no ventricular septal hypertrophy. The patient's native valve/ leaflet calcification was described as moderate. The aortic root calcification was mild. The patient's ejection fraction was 62%.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and paravalvular leak are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient and procedural factors likely caused or contributed to the event. This patient's native valve/leaflet calcification was described as moderate. In addition, per report, the sapien valve was delivered via transeptal approach using a z-med balloon (non-edwards device) and moved aortic during deployment. Per the device's instructions for use (IFU), the edwards sapien transcatheter heart valve, model 9000tfx, (sizes 23 mm and 26 mm), are indicated for transfemoral delivery with the edwards retroflex 3 delivery system and transapical delivery with the ascendra delivery system in patients with severe aortic stenosis who have been determined by a cardiac surgeon to be inoperable or high-risk for open aortic valve replacement and in whom existing co-morbidities would not preclude the expected benefit from correction of the aortic stenosis. The safety and effectiveness of the edwards sapien transcatheter heart valve via a transeptal approach has not been established and is not an FDA approved method of delivery for the sapien valve in the united states. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.